Event description:
Report received from (B)(6) regarding a cutter/burr device in which the doctor stated that the device was not "cutting correctly". According to the report, the doctor stated that the cutter/burr device had a "flat edge instead of a sharp cutting edge" and that the device was "polishing instead of cutting". The alleged defect was observed during a cochlear implant procedure. As a result, there was a thirty second delay while switching to an unknown spare cutter/burr device. The surgical procedure was completed successfully. No injuries or medical intervention were reported. No additional information is available.

Manufacturer narrative:
The device has not been received for evaluation. If additional information is received, a supplemental report will be sent.(B)(4).

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. The device met manufacture specifications therefore, the reported condition could not be confirmed or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).